Event description:
The reporter stated that the device result was 350mg/dl and she dosed 12 extra units of insulin. She said that she began to feel weak and went to the ER. At the ER she said her glucose was 50mg/dl and she was given a glucose IV.